Event description:
A healthcare professional reported that a 53-year-old female patient underwent implant placement on tooth number 8 on (B)(6) 2025. Per the report the implant lost osseointegration at the second stage surgery. It was stated the patient experienced abnormal bone loss around the implant; implant was removed on (B)(6) 2026. The patient's bone quality was reported as type ii with good oral hygiene. Per the report no additional procedures or permanent injury occurred and the implant was replaced on a different site. Event was reported to the dental office located in (B)(6).

Manufacturer narrative:
The patient's ethnicity/race was reported as hispanic by the healthcare professional. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).